Manufacturer narrative:
Leaflet immobility or leaflet restriction occurring over time, and not due to extrinsic physical interference, is a form of structural valve deterioration, which can result in significant regurgitation and/or stenosis. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Based on the available information, the root cause of the event cannot be determined, however, patient factors may have contributed. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported a patient initially implanted with a 29mm unknown mitral valve for an estimated 5 years, had a valve in valve procedure completed due to mitral valve dysfunction including; severe mitral stenosis, severe regurgitation, leaflet immobility. The patient presented with congestive heart failure. A 29mm 9600tfx replacement valve was implanted in the patient. The patient was transferred to the ICU in stable condition. The patient is reported to be doing well post procedure and was discharged pod #3.

Manufacturer narrative:
Reference CAPA-20-00141.